Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked while priming it. The following information was provided by the initial reporter: "rn was priming an extension set with the smartsite connector. She wasn¿t able to successfully prime the connector due to the connector and it either not opening up or some other mechanical issue."

Manufacturer narrative:
H6: investigation summary one photo was returned by the customer. It was reported that the smartsite extension set would not prime. The photo shows the packaging of the sample, however it does not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21085837 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked while priming it. The following information was provided by the initial reporter: "rn was priming an extension set with the smartsite connector. She wasn¿t able to successfully prime the connector due to the connector and it either not opening up or some other mechanical issue."